Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens "shot out" of the plunger and went through the capsular bag. No resistance was felt during the lens delivery. The patient had an unplanned vitrectomy. A different model lens was implanted instead. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).